Event description:
The fse reported that the system was unable to produce fluoroscopic images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The intensifier board was replaced during the service call. The system was tested and found to be working as intended and put back into service.